Event description:
The customer reported an alarm during the prime process. Troubleshooting was performed, and found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm was noted. The insulin pump had a missing end cap sticker.